Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. During troubleshooting with tandem technical support, the customer found that the cartridge was not inserted on the pump correctly. The removed the cartridge and declined further troubleshooting.